Event description:
Customer reported low blood glucose symptoms with a result of 5.0 mmol/l obtained on the mobile system. The customer was tested on his freestyle meter and the result was 2.8 mmol/l. He was given glucotabs and cereal and 20 minutes later low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.